Event description:
It was reported from (B)(6) by the medical staff that a patient in an assisted care facility experienced switching from one power port to the other power port on the controller before the battery was down to 25% capacity. The controller was exchanged with no reported clinical impact or consequence to the patient. All additional batteries were also exchanged from hospital stock. No additional information was provided. This is report 1 of 3.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of three reports (3007042319-2015-00990, 3007042319-2015-00991 and 3007042319-2015-00992) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-00990, 3007042319-2015-00991 and 3007042319-2015-00992) submitted for devices related to the same event. Device has not been received